Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was received for evaluation. Visual inspection revealed and confirmed a damaged plunger head case, chipped top case corners, a cracked battery door, and a missing plunger case seal. Event history logs were reviewed and confirmed a motor not running error. Functional testing was performed and was able to replicate the motor not running error. The root cause of the reported broken plunger case was determined to be the device mishandling by the customer. The root cause of the motor not running error was determined to be due to multiple components contaminated with grease including worm gear, worm coupling, motor, lead screw, and both clutch halves. The entire plunger head case assembly was replaced as well as the worm gear, worm coupling, motor, lead screw and clutch halves. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a "motor not running" error as well as a broken plunger case. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(4). While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-10036 is no longer considered reportable, please disregard any reports associated with it.